Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire cut. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the ccd signal wire coating damage, the cmos/led signal wire coating damage, the cmos/led signal wire broken, the light emitting diode(led) broken, the cmos module with drive pcb cloudy (not clear view), the cmos/led signal wire buckled, the led cover glass cracked, the cmos/led signal wire cut, the ccd signal wire worn out, the cmos module with drive pcb defective, the light emitting diode(led) failure, the distal end with ccd module blackout, the cmos module with drive pcb blackout, the cmos module with drive pcb distorted image, the ccd signal wire exposed shield braid wires, the light emitting diode(led) led blackout, the cmos module with drive pcb signs of fluid droplets on the video image, the cmos module with drive pcb signs of halo & rainbow on the video image, the led cover glass signs of moisture or fluid under the cover glass, and the cmos module with drive pcb video image freezing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).